Event description:
The device generated a result of "l11." Technical support instructed patient to perform a display check; indicated that all lcd segments appear. No patient injury was reported. Lcd segments appear. No patient injury was reported. Technical support requested the return of the suspect product and replacement product was shipped.